Event description:
Reportable based on investigation completed on (B)(4) 2014. It was reported that a leak in the catheter was noted. The 90% stenosed target lesion was located in the moderately tortuous right superficial femoral (sfa) artery. Vascular access was obtained through the right femoral artery for a percutaneous peripheral intervention (ppi) procedure. An opticross¿ imaging catheter was used to in order to perform an intravenous ultrasound (ivus) for the intended lesion. However, during flushing of the catheter it was then noted that saline solution was leaking from the middle portion of the device. The device was then exchanged with another imaging catheter in order to view the intended lesion. Subsequently, a coyote balloon catheter was used for a pre-dilatation of the lesion. Afterwards, a non-bsc stent was deployed and post-dilatation was then performed using the coyote balloon catheter. The procedure was completed using another of the same device. No patient complications were reported and the patient's status is good. However, returned device analysis revealed an open hole at the sheath lap joint of the device.

Manufacturer narrative:
Age at the time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was received for evaluation. After device analysis, the following were observed: the telescope assembly was able to properly pull back, advance, and retract. The distance from the distal end of the transducer housing to the tip of the catheter measured was within specification. An open hole was observed at the sheath lap joint section of the device. Fluid was leaking from the open hole at the sheath lap joint assembly when the catheter was flushed. The imaging window was still connected to the blue sheath tubing at the lap joint. During image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).